Manufacturer narrative:
This lot was produced from 3rd may to 5th may 2022 for a total of (B)(4) pieces and different tests were performed to check the catheters under the visual, dimensional, and functional point of view. In particular with reference to the problem of leakage from the on/off cap, the leak test with water under pressure (3 bar x 30 seconds) on 20 pieces/day was performed to check the connections within the device. The leakage test was also performed at low pressure: a system equipped with multiple connections is connected to a bag containing physiological solutions at a height of 250-275 cm from the ground. The catheters under test are connected to this circuit and the catheter tube is closed to prevent water leaks by means of its needle. The stopwatch is set for 15 minutes with the blood stop cap in the fully open position and the flow of water from the bag is opened. Once the test time has expired, the water flow is closed, and it is checked that there are no water leaks neat blood stop cap. To check the tightness of the red cap the blood stop cap is turned clockwise to bring it to the close position and block the passage of the water through the device. Removed the introducer needle (that was used to occlude the catheter tubing), opened the flow of water and keep for 15 minutes. This operation was repeated 5 times to check the sealing property of the cap. No leakages of water during testing, the sealing of the blood stop and the value is ok. Furthermore, visual test during production on samples did not show defects. The same test were repeated on the available retention samples of the same batch kept at supplier¿s premises. Nonconformities were not identified. Leak test under pressure (3 bar x 30 seconds) and at low pressure do not show leakages during the test. The integrity of the samples is confirmed. All these tests confirm that the devices checked and released were in compliance with the defined acceptance criteria. We strongly recommend send us the sample or samples involved in the event. Only in this way an investigation on the device that is involved in the complaint can help identify the possible cause and therefor the right connections to be applied.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd 20gx1.75in pro safety arterial cath fep blood leaks out of control plug the following information was provided by the initial reporter: this is a peripheral arterial safety device with blocking system emative. It happens that, once placed and secured with appropriate dressing, it occurs that blood comes out from above the red on/off tap (blood block system).